Manufacturer narrative:
No service requests or part replacements have been reported for the ventilator. The investigation involved evaluating the provided ventilator logs and information about the reported incident. The healthcare facility reported that on (B)(6) 2024, between approximately 1:40 pm and 2:10 pm, there was a drop in tidal volume from over 500 ml to less than 200 ml. No alarms were triggered by the ventilator during this time. The drop in tidal volume was identified via the electronic medical record. The patient experienced bradycardia and desaturation, necessitating clinical intervention. The patient's physiological signs returned to normal following the intervention. The provided ventilator logs were reviewed. According to the event log, the selected ventilation mode was pressure control with a respiratory rate set to 10 b/min and lower minute volume alarm limit set to 4.0 l/min. In pressure control mode, breaths are delivered mandatorily at a preset pressure level where the tidal volume can vary. The patient can trigger additional breaths. Thus, setting appropriate alarm limits for minute volume is crucial. Between 1:40 pm and 2:10 pm, the event log shows no alarms during the period of the reported tidal volume drop. At 2:08 pm, alarms were generated indicating a potential leakage or disconnection in the patient breathing circuit. The alarms included expiratory minute volume low, vt insp. Overrange, respiratory rate high and peep low. Despite these alarms, the ventilator delivered according to the set parameters. The patient exhibited spontaneous breathing during the tidal volume drop. Although the tidal volume dropped to 200 ml, the measured minute volume remained above the 4.0 l/min alarm limit. Minute volume is calculated as the sum of expiratory tidal volumes over the last 30 seconds, extrapolated to one minute. Similar alarms (expiratory minute volume low, vt insp. Overrange, respiratory rate high, and peep low) were generated at 1:25 pm, before the drop in tidal volume. These alarms were silenced, indicating that the ventilator was being monitored. The technical log contained no error codes to suggest a ventilator malfunction at the time of the event. Based on the provided logs and information, there is no evidence of a ventilator malfunction during the reported event. The most likely cause of the tidal volume drop was a leakage or disconnection in the patient breathing circuit. Alarms for this situation were triggered appropriately when the measured minute volume fell below the alarm limit. The investigation concludes that the ventilator functioned according to its specifications and settings throughout the incident.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, there was a drop in tidal volume delivered. The patient experienced a bradycardia and desaturated. The ventilator was replaced and the patient's physiological signs returned to normal. Final patient outcome was no harm. Manufacturer's ref #: (B)(4).